Manufacturer narrative:
Details of complaint: while onsite, the nihon kohden employee received a report from the customer that the host server .20 segment was 10 minutes off. He also reported that the customer was receiving comm loss on the central nurse's station (cns) which was monitoring across the segments. They tried restarting the host server, which allowed the cns to reboot and work as intended for a while, before going into comm loss again. No patient harm or injury was reported. Service requested: troubleshooting. Investigation summary: no further communications from the customer were documented relating to this ticket. The cause of the issue is considered to be due to the installation of a new operating system at the user facility by their it department, disrupting communication and network connectivity at the facility. The reported issue does not require further investigation through CAPA process since the issue was caused due to the user facility performing software updates and not nk device deficiency/malfunction. Corrected information: e2 health professional? Changed "yes" to "no" as this complaint was not reported by a health professional.

Event description:
While onsite, the nihon kohden employee received a report from the customer that the host server .20 segment was 10 minutes off. He also reported that the customer was receiving comm loss on the central nurse's station (cns) which was monitoring across the segments.

Manufacturer narrative:
While onsite, the nihon kohden employee reported stated that the customer that the host server.20 segment was 10 minutes off. He also reported that the customer was receiving comm loss on the central nurse's station (cns) that was monitoring across the segments. They tried restarting the host server, which allowed the cns to reboot and work as intended for a while, before going into comm loss again. No patient harm or injury was reported. Nihon kohden's cits team has been contacted and is currently working on resolving this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
While onsite, the nihon kohden employee reported stated that the customer that the host server.20 segment was 10 minutes off. He also reported that the customer was receiving comm loss on the central nurse's station (cns) that was monitoring across the segments.